Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported particles in valve. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, particles in valve.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported particles in valve. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/other-technical: observed an opening on anterior assessed as surgical damage. Additional observations: no other observations observed.